Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unspecified cartridge alarms occurred. Reportedly, this caused the customer to experience a blood glucose level of 400 mg/dl. Tandem technical support made multiple attempts to follow up and troubleshoot, but was unable to reach the customer.